Event description:
Reportedly a patient had mild localized redness and swelling 30 minutes after an eptfe graft was implanted. With blistering on the anterior aspect of the arm, over the graft, not at the incision site, after 12 hours. Patient given antibiotics and released. Reportedly 30 minutes after implant of an eptfe graft in the left arm, the left arm started swelling and redness occurred. Then at 12 hours after implant, blisters occurred over the anterior aspect of the arm, not at the incision site, but over the area where the graft was implanted. The patient was placed on IV antibiotics cephazolin for 5 days. Patient was discharged from the hospital. No permanent patient injury reported. Review of this issue with the edwards lifesciences clinical department, finds that this issue is most likely a result of a localized inflammatory reaction to the graft material or something used in the procedure.